Event description:
It was reported that the high impedances (>10,000 ohms) were seen on all electrode pairs except #4 on the patient¿s implantable neurostimulator (ins). It was noted that the patient had a bad fall 19 months ago and suffered a c2 fracture, had a halo, and was now in a permanent collar. The patient was programmed using electrodes #2 through 5 and felt the stimulation. The patient had the ins and thoracic lead for hip and leg pain. It was reported that the patient was charging about once a week. It was also reported that the patient was not a good surgical candidate at this time for their device system due to their other health issues. [Omitted information related to pe (B)(6) regarding the patient¿s recharging issues] (B)(6) 2014 (rep): follow up information reported that there were no planned actions regarding the high impedance issues. It was also reported that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent. [Omitted information related to pe (B)(6) regarding the patient¿s recharging issues]

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).